Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. The following information was requested, but unavailable: was user ever able to open the device?

Event description:
It was reported that during a laparoscopic sigmoidectomy, the jaws did not open when a nurse grasped the trigger to feed the clip. A breaking noise was heard while the trigger was being grasped. The device was not used for the patient. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the er320 device was returned with the trigger partially fired and the jaws closed. No functional test could be performed due to the condition on the device. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembling, the trigger was found to be broken. No conclusion could be reached as to how this damage had occurred. No incident related to the reported event was observed during the batch record review. The batch record was reviewed and no anomalies were noted during the manufacturing process.